Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive power error alarms. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned with unexpected pump error 23, pump error 49, pump error 68 and pump error 25 after battery insertion. The internal battery connector was found not properly connected however, connected the internal battery, the pump was monitored for three days with no unexpected pump error 23, pump error 49, pump error 68 or pump error 25 noted during testing. Failure analysis was unable to perform functional testing. The insulin pump was received with a scratched case.